Manufacturer narrative:
Device was received with all buttons responding properly and passed the self test and the displacement test. No stuck button alarm, damage or moisture damage on the keypad assembly and no unlocked electrical board 1 keypad connector noted during visual inspection. Device was received with cracked select button keypad overlay, stained keypad overlay, scratched case and pillowing keypad overlay.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump menu button delayed at times when they pressed button. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.